Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The fiber passed the functional test for the connector. The hene (helium-neon) test found no breaks along the fiber length. The fiber passed the fiber card data review, the fiber was not expired, was recognized, and was fired. Microscopic inspection identified that the glass tip was cracked. It is likely that the user inadvertently cracked the fiber while attempting to reposition it during use, or during advancement of the fiber inside the scope. Also, the outer flow tubing appeared to be melted. Melting of the outer flow tubing likely occurred when the fiber overheated during use. The instruction for use (IFU) states: do not bury the tip in tissue. Do not retract or probe tissue with the device. Do not bend at sharp angles. If excessive tissue or debris is allowed to accumulate on the laser fiber cap, overheating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. With all the available information, boston scientific concludes the interaction between the user and device, or sample, most likely caused or contributed to the observed glass tip cracked and melted outer flow tubing, as there was no evidence of design or manufacturing issue that could have contributed to the observed condition of the fiber.

Event description:
It was reported that the fiber was returned with not existing complaint. Laboratory analysis of the returned identified that the glass cap was cracked and the outer flow tubing appeared to be melted.